Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 05-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("major dysmenorrhea"), ovulation pain ("intermenstrual pain"), dyspareunia ("dyspareunia"), adenomyosis ("diffuse fundal adenomyosis"), fatigue ("chronic fatigue"), hypothyroidism ("hypothyroidism"), drug hypersensitivity ("allergic reaction to xylocaine"), urticaria ("hives") and inflammation ("recurring inflammation") and was found to have leiomyoma ("small interstitial myoma measuring 20 mm"). The patient was treated with intrauterine contraceptive device (copper iud) and surgery (partial hysterectomy in (B)(6) 2011.). Essure treatment was not changed. At the time of the report, the menorrhagia had resolved with sequelae, the dysmenorrhoea, ovulation pain, dyspareunia, adenomyosis and leiomyoma had resolved, the fatigue and hypothyroidism had not resolved and the drug hypersensitivity, urticaria and inflammation outcome was unknown. The reporter provided no causality assessment for adenomyosis, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, hypothyroidism, inflammation, leiomyoma, menorrhagia, ovulation pain and urticaria with essure. The reporter commented: even though having the essure device fitted was intended to resolve the problem of heavy and painful periods from using a copper intrauterine device, the problem has not stopped and has even increased to a large extent. Up until having the hysterectomy due to the bleeding. Essure was not removed. Allergology appointment was scheduled for (B)(6) 2020. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-mar-2020. The most recent information was received on 19-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("major dysmenorrhea"), ovulation pain ("intermenstrual pain"), dyspareunia ("dyspareunia"), adenomyosis ("diffuse fundal adenomyosis"), fatigue ("chronic fatigue"), hypothyroidism ("hypothyroidism"), drug hypersensitivity ("allergic reaction to xylocaine"), urticaria ("hives") and inflammation ("recurring inflammation") and was found to have leiomyoma ("small interstitial myoma measuring 20 mm"). The patient was treated with intrauterine contraceptive device (copper iud) and surgery (partial hysterectomy in (B)(6) 2011.). Essure treatment was not changed. At the time of the report, the menorrhagia had resolved with sequelae, the dysmenorrhoea, ovulation pain, dyspareunia, adenomyosis and leiomyoma had resolved, the fatigue and hypothyroidism had not resolved and the drug hypersensitivity, urticaria and inflammation outcome was unknown. The reporter provided no causality assessment for adenomyosis, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, hypothyroidism, inflammation, leiomyoma, menorrhagia, ovulation pain and urticaria with essure. The reporter commented: even though having the essure device fitted was intended to resolve the problem of heavy and painful periods from using a copper intrauterine device, the problem has not stopped and has even increased to a large extent. Up until having the hysterectomy due to the bleeding. Essure was not removed. Allergology appointment was scheduled for (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.